Event description:
Surgeon was using the basket retriever to remove a ureter stone, and the retriever would not close. The surgeon had to laser the wire in order to cut the wire in order to be able to remove the basket retriever. An internal wire from the retriever was left in the patient.